Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "air in line" was not able to be reproduced as the device went into a reload set alarm. A review of the event history log for the reported event date does not show any "'air-in-line!" Messages but instead shows multiple reload set alarms when attempting to load a set. The last "'air-in-line!" Message is documented on september 23, 2025. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition is considered verified as the ultrasonic sensor was found out of specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. This occurred during programming in the emergency room. There was no patient involvement. No additional information is available.